Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause of this complaint was determined to be an expected or random component failure resulting from degradation problem. No design or manufacturing issue was identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the videoscope to the olympus service center for evaluation of a separate issue. During the evaluation, a reportable malfunction was identified: a rubber glue was chipped on the c-body side, requiring replacement of the affected component. There was no patient involvement associated with this event.